Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 cautery piece worked intermittently from the get go. The power source setting was 2.5. This was patient's 3rd aortic valve redo; patient needed an emergent vein graft after it was determined that they dissected right coronary ostia during valve replacement. Pt was already heparinized when the harvest started, and the harvest tunnel was bloody from the full dose heparin. Did not need a transfusion. Dissection of tissue went went well. A new device was used to continue the procedure; it also worked intermittently. Harvester was able to complete the procedure with the second device. They did not changed out the cord or power supply on either kit, just the vh-4000. 8-10 minute delay of trying to differential diagnose the problem. Patient's vein was good and no issues with quality.

Manufacturer narrative:
Trackwise ID#: (B)(4). The lot # 3000380847 history record review was completed. There was one (1) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.